Event description:
According to the reporter, on (B)(6) 2017, during a laparoscopic procedure, the device physically broke and balloon did not inflate. A new device was used in order to complete the case. Patient income is unknown

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices' the visual inspection of the returned product noted the trocar balloon; lock collar and obturator appeared intact. The inflation syringe was received. Pmv performed functional testing, the balloon was inflated no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.